Manufacturer narrative:
This product was made by invacare at either invamex or aquatec gmbh and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
Dealer stated that the legs on a 9630-1 commode are unstable and is pinching the end user which has caused a sore. No medical intervention sought.